Event description:
In 2008, the pt reported experiencing occlusion (e4) errors on her infusion device for 1 week and her blood glucose was elevated to 334 mg/dl. She attempted to bolus 6 units of insulin and rec'd an e4. The pt was instructed to disconnect from her infusion site and to bolus 6 units of insulin. She was able to do so without error. The pt then reconnected to the infusion site and bolused without error. She stated that the insulin cartridge had been in use for 1 week. She was advised to change the insulin cartridge every 6 days. The adapter was changed 2 weeks ago. She changes the infusion tubing once per week and the infusion site every 3 days. She was advised to change the infusion tubing every 6 days. Her current infusion site was placed in her thigh and had been in use for 1 day. The pt was sent an infusion set insertion device, info on infusion site mgmt, and an adapter. Upon f/u the following month, the pt stated that she was doing well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.